Event description:
The patient experienced "full withdrawal" and had a "dead pump." The patient was experiencing pruritis, fever and possibly respiratory depression. The hcp attempted interrogation but was unable to obtain information. The pump was explanted 10 months after implant and replaced with another drug delivery pump. A follow-up report will be sent when additional information becomes available.